Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 08528874.

Event description:
According to available information, this device required explantation due to a break. The patient had an in-office cystoscopy to remove the tip of the device that remained after the device was removed. The patient also had contractions due to the tip breaking off. No other adverse patient effects were reported.